Event description:
It was reported a significant delay of 2 hours in surgery. The tip of the driver was damaged. More anesthesia was required to complete the procedure, as a backup drill from another hospital was needed.

Manufacturer narrative:
The associated t-15 hudson bit was returned and evaluated. A visual inspection of the product found that the hex head has deformed and will not accept a screw. A hex driver can strip if the torque applied to the driver exceeds the material strength or if the hex is not seated properly within the screw when torque is applied. The device was manufactured in 2012 and it shows signs of significant wear/usage. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.